Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink was reading inaccurately and inaccurately erratic when performing back to back blood glucose results. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient reported managing her diabetes with humalog insulin pump therapy (0.4 units at 12 a.m., 0.6 units at 3 a.m., 0.45 units at 7 a.m. And 0.4 units at 10 p.m. As well as boluses with meals & correction boluses as needed). The patient said that she tests her blood glucose 10 times per day at minimum, but was unable to provide a normal blood glucose range. The patient stated that the alleged issue began on an unspecified date/time in the beginning of (B)(6) 2012. The patient was unable to recall the exact results she obtained at the time the alleged issue began, but stated that they were 30-50 points different. The patient claimed that on (B)(6) 2012 she tested her blood glucose prior to leaving work (10:30 p.m.) And obtained a blood glucose result of "366 mg/dl" with the subject meter and immediately administered herself a bolus of insulin via her pump (could not recall dose). The patient told the mss that after giving herself the insulin dose she drove to (B)(6) and that she finished shopping approximately one hour later. The patient claimed that when she finished shopping she ate a handful of pretzels, began to drive home and totaled her car en route. The patient claimed that emergency medical services (ems) found her conscious in the car, tested her blood glucose on their meter (unspecified type) and obtained a blood glucose result "below 20 mg/dl." Ems reportedly administered IV glucose and attempted to transport the patient to the hospital. However, the patient stated that she refused to go the hospital. The patient said that ems stayed with her until her blood glucose was back up to "200 mg/dl" and advised to her to go home and eat protein to avoid her blood glucose bottoming out (patient confirmed that she complied). On (B)(6) 2012, the patient stated that she tested her blood glucose prior to leaving work (9:30 p.m.) Because she felt like her blood glucose was low (had symptoms of trouble concentrating and extremely tired). At that time the patient reportedly obtained a blood glucose result of "37 mg/dl." The patient stated that she immediately drank a juice box and ate a small candy bar and then drove to her daughter's house one block away. The patient told the mss that when she arrived at her daughter's house she tested her blood glucose (about 30 minutes after the treatment) and obtained a result of "563 mg/dl." The patient said she felt the "573 mg/dl" was inaccurately high since she was not experiencing symptoms and immediately retested with the subject meter and obtained a blood glucose result of "273 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied receiving additional medical intervention or using another device to test her blood glucose at that time. The patient told the mss that she has an appointment with medtronic to use a continuous blood monitoring device to determine if her blood glucose is fluctuating or if it was due to the subject meter. At the time of troubleshooting the customer care advocate (cca) was unable to confirm if the subject meter was set to the correct unit of measurement or if the patient was using an approved sample site. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because the patient was reportedly in a car accident due to low blood glucose after she administered herself treatment based on an alleged inaccurate result. In addition, the results being compared exceed lfs's criteria for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.